Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a low transmitter battery. Data was provided for evaluation. Data review confirmed the reported issue. Additionally, a transmitter failure error was found. A root cause could not be determined. This complaint was deemed reportable due to the transmitter failure error.